Event description:
The advance read 56. Called the ambulance at around 3.20 because she was incoherent. Ambulance read 13 roughly 1 minute later. Ambulance transported her to the hospital. She was there for a few hours, the hospital fed her at 5:30 and they sent her home after they checked her sugar and it was at 186 on relion and 216 on advance. There was no control solution in use.